Event description:
The customer reported that the tandem mobi pump battery would not charge despite using the designated wall adapter and charging pad. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement wall adapter, charging cable, and charging pad via two-day shipping. If the pump battery depleted before receiving the replacement supplies, the customer was instructed to rely on backup therapy. Follow-up attempts made customer not available.